Event description:
It was reported that following a bunionectomy procedure, a pump filled with 0.2% ropivacaine with settings of 8 ml/hr, 4 ml bolus with a 20 min lockout, was placed. The catheter used for the delivery was manufactured by braun and it was placed subcutaneously. Approx. 48 hrs after having the pump refilled, the pt developed an infection around the catheter insertion site. The catheter was secured on the pt's skin using a few steri-strips and tegaderm. The infection area was cultured, and was positive for staph aureus. The pt was readmitted, and put on IV antibiotics. The pt has now been discharged, but is still on IV antibiotics at home.

Manufacturer narrative:
The product is not being returned for evaluation. In addition, no lot number has been provided. Customer was advised to also contact the catheter MFR for their review of the event as well.